Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: the product lot number was not available / not reported. The expiration date of the device is not known. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x14mm stent 12 mm dw tip intracranial stent (enc451412, 8582187) became passed the tip of a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and became impeded in the microcatheter (mc) and could not be delivered to the target site. The physician removed the stent and microcatheter from patient and switched to a new stent and used the same microcatheter to complete the procedure. There was no patient injury reported. Additional event information received on 23-may-2024 indicated that they were not able to torque the device. There was no evidence of physical material within the device. No other devices were successfully used with the concomitant device prior to the encountered resistance. The microcatheter did not kink or bent. There were no procedural delays due to the event.